Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's magnet could be pulled out. A skin infection is suspected; however, information is limited at this time. A revision surgery due to the skin infection was performed and the magnet was removed.

Event description:
The user's magnet could be pulled out. A skin infection is suspected, however information is limited at this time. A revision surgery due to the skin infection was performed and the magnet was removed. As per additional information, the implant was explanted due to skin necrosis and wound infection. The implant penetrated through the skin. The user was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a skin infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.